Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents, and verify battery out limit, unexpected restart alarm, rewind, basic occlusion, occlusion, prime, and excessive no delivery test or verify off no power due to a blank display. The insulin pump received with a minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had no power. The customer's blood glucose level was unknown. No further details were provided. The device will be returned for analysis.